Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bowel resection procedure, the staple load misfired. A new reload was opened to complete the case. There was no patient injury.